Event description:
It was reported that inappropriate therapy was delivered by the device. The physician suspected the inappropriate therapy was due to the programming of the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.